Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that this patient had a second endovascular procedure done, 4.5 years after the initial implant where 2 iliac limbs and an aortic cuff were implanted; however, this information was not provided to medtronic at the time. Recently, the patient presented with back pain and a CT scan was performed which showed there was a type 3 endoleak likely from a suture pop. The aneurysm was 11.3 cm in diameter. The right iliac artery was ectatic and measured 18mm in diameter. The artery was extended with an aneurx for distal fixation. The left side where there was a suture pop was relined with an aneurx. No additions clinical sequelae were reported the patient is fine.